Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed internal battery degraded warning alarms and an external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported initialization failure during startup and external battery communications lost alarm were due to a software issue while the internal battery degraded warning alarms were due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not start up when powered on. There was no patient harm or serious injury reported as a result of this incident.